Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's flow sensor assembly was observed. The flow sensor assembly was found to be heavily contaminated with dust and dirt. The flow sensor assembly was replaced to address the issue.